Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge catheter. Microscopic examination revealed that the hypotube was separated 38 cm from the hub of the catheter. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that shaft kink occurred. Vascular access was obtained via the right femoral artery. The 60% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 2.50mmx12mm emerge balloon catheter was loaded on the guidewire and it was noted that the shaft of the balloon was kinked. The procedure was completed using another of the same device. No patient complications were reported. However, returned device analysis revealed shaft break.